Manufacturer narrative:
Specific patient information is not available. Xeridiem (legal manufacturer) part number is 70-0050-314; (B)(4) (exclusive distributor) part number is m00548360; the (B)(4) part number is the one appearing on the device label. Xeridiem is legal manufacturer for the device and boston scientific is our exclusive distributor. Therefore the initial reporter to xeridiem is a person associated with boston scientific. The device was not able to be returned for evaluation. Since the device was not returned for evaluation, a definite cause for this particular device could not be determined. However, a CAPA investigation is in process for a trend in valve leakage. This investigation is in process but appears to be pointing towards a design issue with the reflux valve (dome valve). A recall on the 70-0050-xxx devices was initiated on 12/23/2015. Device not returned for evaluation.

Event description:
The one way valve to the feeding port is leaking.